Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 67. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log was performed and there were no errors found. The device was determined to be operating within the required specifications without malfunction. The complaint of firmware error could not be confirmed.